Manufacturer narrative:
The field service engineer (fse) was not onsite but contacted the customer via telephone . The customer had already cleaned the strip provider module (spm). The cause of the loose pads is unknown. (B)(4).

Event description:
The customer reported that 2 strip pads had fallen off into the strip provider module (spm) on their ichem velocity. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.